Event description:
It was reported via phone call, that the customer was unable to exit the prepare to prime loop. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Customer stated that they did not have a back up plan, advised to contact health care provider. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No rewind anomaly noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.